Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and variable. Beginning (B)(6) 2016, the lv pacing impedance rose to 1064 ohms up from a trend of 532-703 ohms. The lv pacing impedance varied between 532-4047 ohms.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and unstable pacing impedance in the lv tip/lv ring configuration. A lead fracture was suspected. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.